Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin infection identified as cellulitis. The site had pus discharging and was painful. For treatment, the patient was prescribed an antibiotic to take 2 to 3 times per day for 10 days. The pod was worn between 24 and 36 hours on the arm. The patient was discharged after 10 minutes. The pod was discarded.